Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow-up on (B)(6) 2019, the ra lead had high pacing threshold values, with no pacing capture. The physician did an x-ray exam that showed the ra lead had dislodged. The physician decided not to intervene and to leave the lead as it is, since the patient doesn't need ra pacing. No adverse patient effects were reported.